Event description:
It was reported that this lead was an attempted implant. During the procedure there was intermittent loss of capture at 5 v, despite trying multiple positions. Sensing was normal. Eventually the lead helix became bent. The lead was exchanged, and the procedure was successfully completed without adverse events. The lead is expected to be returned.